Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting inappropriate hv therapy. It was revealed that the right ventricular (rv) lead had dislodged. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable before, during, and after the procedure.